Event description:
The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer could not provide further details regarding the second incident or where blood clotting was observed. There was no report of patient harm associated with this event. The customer did not return product for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, a batch record review was not performed. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. No product was returned for evaluation. Section 2-9 of the cellex operators manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient."the root cause for the clotting observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the ecp treatment could not be completed due to venous access issues, and blood clotting was observed within the kit. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer could not provide further details regarding the incident or where the clots were seen within the kit. There was no report of patient harm associated with this event. The customer did not return product for evaluation.

Manufacturer narrative:
(B)(4) 11 may 2023.